Manufacturer narrative:
Investigation summary: product analysis confirmed a device malfunction as the most probable cause of the reported events. Device history record (DHR): review of manufacturing documentation was performed to ensure that all required in-process and final inspections and testing were completed. Review of the manufacturing records found no evidence that the device failed to meet applicable product specifications prior to shipment from boston scientific. Device technical analysis: returned product consisted of an ams 800 pressure regulating balloon. The balloon component was visually inspected, microscopically examined, and tested for leaks. No damage or abnormality was noted, no leaks were identified in the balloon. The balloon was pressure tested and the balloon did not perform within product specifications. Product analysis confirmed a malfunction with the balloon component; however, was unable to confirm the reported incorrect sizing issue and the atrophy. Labeling review: there is no objective evidence that the user did not properly handle or use the device according to the IFU. Urethral atrophy is included as a potential adverse event in the product labeling. Additionally, the reported events do not contain an allegation against the labeling. Investigation conclusion: the investigation conclusion code of cause traced to component failure was chosen because complaint allegations were confirmed through product analysis due to the device condition.

Event description:
It was reported that the patient had the artificial urinary sphincter removed due to urethral atrophy at the cuff site. The physician removed the 61-70 pressure regulating balloon (prb) and replaced it with a 71-80 prb. Following the surgery, the patient was expected to fully recover.

Event description:
It was reported that the patient had the artificial urinary sphincter removed due to urethral atrophy at the cuff site. The physician removed the 61-70 pressure regulating balloon (prb) and replaced it with a 71-80 prb. Following the surgery, the patient was expected to fully recover.